Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit with multiple components. The introducer needle will be analyzed as part of this complaint investigation. No definite signs-of-use were observed on any of the components. Visual analysis of the returned introducer needle revealed that a portion of the needle hub was severely cracked and separated. This separated portion of the hub was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The report of a broken needle hub with a piece separated was confirmed by visual examination of the returned sample. Multiple cracks were also observed in the needle hub. A device history record review was performed, and no relevant findings were identified. Further investigation of this issue is being conducted under a CAPA. The failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for report of this nature.

Event description:
The customer reported that during the puncturing of the vessel the needle hub crumbled/cracked. Therapy was delayed without incident.

Manufacturer narrative:
Qn#: (B)(4). The device (catalog# de-25855-kgu) is not intended for sales in the us. Similar device/component sold in the us.

Event description:
The customer reported that during the puncturing of the vessel the needle hub crumbled/cracked. Therapy was delayed without incident.